Event description:
Event description guidant received information that this coronary sinus implantable lead was explanted due to dislodgement. During explant it was noticed that the lead's lumen was not intact. The lead has been returned for analysis. A new left ventricular lead was successfully implanted.